Event description:
It was reported that the psa (pacing system analyzer) cables would not pace, when connected to a pacemaker lead, during a pacemaker implant. When connected to the device, there was no issue with pacing. The cables were returned for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis could not confirm the reported event. (B)(4) no anomalies found. (B)(4) analyzer connector lock is broken off. Alligator boots and name wraps are blackened. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves.